Event description:
No additional information has been received regarding this reported event.

Manufacturer narrative:
This event was reported by a patient with little or no information provided regarding the date of the event, user facility where the event occurred, or the device involved in the event. As of today this investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported by a patient that during a mammography she fainted and fell resulting in an injury, after being instructed by the technologist to stand and "hold breath." Information regarding the date of the event, the details of the injury, or the site where the mammography was performed were not provided.